Manufacturer narrative:
Analysis of the blade found the distal tip had broken off. The portion that became detached measured 0.24' in length. The break occurred at the first proximal tooth valley and proceeded to the second. The outer assembly was deformed and there was uneven wear at the cutting tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during a functional endoscopic sinus surgery (fess) the inner part of the blade broke off in the patient. The broken piece was recovered and removed via suction. A second blade was used to complete the procedure. There was no delay in the procedure. There was no patient injury.